Manufacturer narrative:
Upon completion of the investigation of the programmer, it was noted that this complaint has been confirmed. The transmitter head needed to be replaced along with other parts that were changed simply as updates. It is not known at this point, if the programmer caused or contributed to the revision of the patient's valve since the valve investigation confirmed the shunt failed as a result of biological debris. We have filed this MDR due to this uncertainty, since it is possible, that based on our evaluation, the programmer may have caused or contributed to this event. Based on these results, no further action is required at the present time. Trends will be monitored for this or similar complaints. At the present time, the complaint is considered closed.

Event description:
Rep reported that the patient is producing too much csf. He explained that the doctor set a valve to 30mm h2o prior to implant, and he said it programmed to 50mm h2o and would not move. As a result the valve was removed and replaced. The original report indicated that the valve was faulty in some way.